Event description:
A customer reported that during cataract surgery in the left eye of the female patient, after the I-stent was placed and cataract removal was initiated, the ophthalmic phacoemulsification handpiece became clogged with viscoelastic following the removal of the lens. The patient experienced corneal burn and whitening of the main wound, raised concerns about a wound burn. Upon inspection, the wound was found to be leaking. Three nylon sutures were placed and after two minutes, the eye was formed and showed no leaks. A small amount of corneal opacity was noted. The surgery was completed on the same day and the patient was seen again later that day. It was reported that the patient was unaware of any complications during surgery until the physician informed her afterwards and she has been noted to be doing well. During her next follow-up visit, the physician explained that the viscoelastic material used for the I-stent had clogged the handpiece and stopped the circulation of fluid that keeps it cool. The burn was reported to be localized with no leakage and her visual acuity in the eye was 20/50, which was within normal limits. The physician expected the patient to continue doing well and the sutures were scheduled to be removed four weeks after placement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).